Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's pump had been explanted due to a malfunction approximately 4 years ago. Swelling had occurred around the pump site and the pt visited an ER, where it was determined that the pump had "busted" and fluid had escaped out around the pump. It was several days later that the pump was explanted due to it leaking. The pt's catheter was also explanted along with the pump. The pt was noted as being in terrible shape prior to explant, but following the removal of the implanted devices, the pt's status is good. Add'l info has been requested, but was not available as of the date of this report.